Manufacturer narrative:
(B)(4). The customer reported that the graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator is back in service.

Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer troubleshot this issue with the customer over the phone. The customer was advice to replace the liquid crystal display (lcd) panel.

Event description:
It was reported that the ventilator display was dim. There was no patient connected to the device.